Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet following a period of missed meal announcements; the user had eaten the prior evening without announcing, glucose rose to 273 mg/dl, and the ilet delivered automated correction insulin overnight, after which glucose trended down and reached 50 mg/dl in the morning with low alerts active. Symptoms included feeling dehydrated and weak. Outcomes included self-treatment with oral carbohydrates and meal intake, with glucose trending upward without hospitalization. Investigation included troubleshooting and education on best practices for meal announcements and for treating low glucose. Investigation of this case revealed that the device functioned with active low alerts and delivered corrections as designed, and the event was attributable to missed meal announcements leading to excess insulin delivery relative to unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcements.